Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, [20] retention samples from bd inventory were evaluated. 20 retained samples were draw-tested with deionized water, it was determined that all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with 20 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the tubes overfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the vacuum stops filling and the filling goes over the line the filling is overfilled.